Event description:
The stryker prophecy team has received a CT scan for the upcoming ankle arthroplasty invision revision surgery. It was reported: "the block being damaged, this was the surgeon's (not goff) fault as he had hit it with a hammer during the procedure which is not advised. It cracked it slightly but didn¿t affect the procedure too much.".

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for the upcoming ankle arthroplasty invision revision surgery. It was reported: "the block being damaged, this was the surgeon's (not goff) fault as he had hit it with a hammer during the procedure which is not advised. It cracked it slightly but didn¿t affect the procedure too much."

Manufacturer narrative:
Please disregard the MFR report # 3010667733-2025-00112, upon further received information it was confirmed that the reported event does not involve stryker component(s).